Event description:
New information received notes the patient received a vibratory alert and presented in the clinic on (B)(6) 2019. It was noted that the left ventricular lead continued to exhibit multiple episodes of low impedance. Myopotential testing was performed while checking the lv lead impedance and all measurements were normal in clinic. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert and presented in the clinic. Upon device interrogation, it was noted that the left ventricular lead exhibited low impedances on two occasions otherwise the impedance measurements were stable. Upon myopotential testing while checking the impedance, it was normal. No intervention was performed. The patient was in stable condition and would continue to be monitored.